Manufacturer narrative:
Product available to stryker. An event regarding crack/fracture involving an unknown instrument was reported. The event was not confirmed. No items were returned for analysis. A review of the provided medical records was completed by a clinical consultant, however the clinical review did not discuss the instrument. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The exact cause of the event could not be determined because further information such as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During revision surgery on (B)(6) 2015, it was reported that the first attempt to remove the acetabular insert failed due to instrument breakage, requiring a second instrument to be brought in to finalize the removal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During revision surgery on (B)(6) 2015, it was reported that the first attempt to remove the acetabular insert failed due to instrument breakage, requiring a second instrument to be brought in to finalize the removal.